Manufacturer narrative:
Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: ap3a.240905.015.a2.s911usqu6dyd9 smartphone hardware: sm-s911u cgm sensor type: g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that he sought medical attention on (B)(6) 2023, due to irritation, redness, sores, and burning at the sites upon removal. The endocrinologist confirmed skin reactions to the adhesive and referred him to a dermatologist. He was diagnosed with contact dermatitis and treated with fluocinonide cream and barrier samples. The visit lasted one day, and he was discharged the same day. The pod was worn on the abdomen.